Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that a power on reset (por) error message was seen on her patient programmer (pp). The therapy has stopped due to por. The patient reported that her grandson was playing with her pp during the time she saw the por error message. The patient reported that her recharger was ¿fully charged¿ but she was unable to adjust stimulation strength using her pp. It was reported that it was a warning por seen on the pp. The patient reported that she tried putting new batteries into the pp, but she was still unable to adjust the strength of her implant stimulation. It was reviewed that the por could not be cleared. The patient inquired as to why the por message was not on her recharger. The patient was instructed to get out the recharger and press the green button. The patient reported that after pressing the green button she saw a screen with a ¿full size battery, telephone behind it and an ¿I¿ inside of a circle in the upper corner.¿ the patient reported that she was unsure of what she was seeing and stated it also looked like ¿an upside-down pike.¿ the patient also reported that she was in a lot of pain. The patient reported that she had an appointment with her pain management doctor on (B)(6) 2017. No further complications were reported.